Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: gel mentor memorygel breast implant 200cc, catalog number 3502001bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction primary procedure with a gel mentor memorygel breast implant 200cc and experienced bilateral rupture and bilateral capsular contracture baker grade unknown. As a result, the patient had undergone bilateral explantation and replacement with unspecified gel implants on (B)(6) 2018. This medwatch is for the left breast implant.

Manufacturer narrative:
On 06/08/18, it was reported to mentor that the device history record ( DHR) of lot number 269156 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the serial number for the left device was (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/20/18, it was reported to mentor that the device evaluation and investigation have been completed. Device evaluation and investigation have been completed. Upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device. Gel and white material were observed on the shell surface. During examination, product evaluation team observed a crease on the anterior aspect and extending to the posterior aspect. A rent measuring approximately 1.1 cm was discovered within the crease on the posterior aspect. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/14/2018, it was reported to mentor that lot number of left device received is 269156 and lot number of right device received is 5557673. Manufacturer¿s reference number: (B)(4).